Manufacturer narrative:
Product complaint#(B)(4). Date sent to the FDA: 2/27/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales open unit box with vcp422h product codes, the lot #1052l8, expiration date 2029-nov-30 and one broken needle in two sections in the area of the needle body, only one suture segment is still attached. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and suture was used. It was by the surgeon that during surgery, needle on suture "broke in half" during closure. Needle/suture disposed of by staff because contaminated and already in needle tray. Surgery case was "diagnosis lap ventral hernia repair lysis of adhesions". There was no patient consequence reported. Additional information was requested.